Event description:
Additional information received reported the patient was trying to get in contact with a manufacturing representative for reprogramming. The reporter stated they were trying to meet a manufacturing representative closer to their home so their healthcare professional was not involved. Additional information received reported the manufacturing representative had been in contact with the patient to set up an appointment for reprogramming on (B)(6) 2013.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Event description:
Additional information received reported in addition to feeling stimulation in the back of his legs and his back the patient also felt stimulation in the back of his head on the right side. It was reported reprogramming performed two months ago by a manufacturer representative did not work for the patient.

Event description:
It was later reported that the healthcare provider performed a revision a week later before the patient left the hospital. It was noted that the patient stayed in the hospital an "entire month" after the implant and revision. It was later reported that the patient had memory problems due to a medication the patient was taking. The patient was unsure if the lead was revised with the replacement device. There were no reported falls or accidents. It was reported that the healthcare provider performed an x-ray, a CT scan and a different x-ray to image the leads. It was reported that the healthcare provider thought everything looked intact but that there may be scar tissue in patient neck that was preventing therapy from being effective.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot# n346327, implanted: (B)(6) 2013, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2013 and was still in the hospital to recover at the time of the report. It was noted that the patient¿s device was ¿defective¿ and that he was scheduled to have it replaced. It was noted that the patient had stimulation in the wrong location. It was noted that the patient¿s stimulation was initially in the right location, but it was not at the time of the report. It was noted that when the ¿technician came in and checked the programming, they were having some problems.¿ when the patient¿s stimulation amplitude was increased during programming, it ¿came on high and about knocked the patient out of his chair.¿ it was noted that the patient¿s device had a high impedance reading. It was further noted that a CT scan was performed. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was that the patient had a stimulator from another manufacturer and wanted it replaced. It was noted that it was unknown if there was any abnormal impedance measurements. It was noted that if the event was due to the implantable neurostimulator (ins) the issue was unknown. It was noted that reprogramming was attempted several times. It was noted that surgical revision including repositioning of the pulse generator and placement of a 40 cm extension occurred on (B)(6) 2013. It was noted that the other manufactures device was removed on (B)(6) 2013. It was noted that hospitalization was required as a result of the event. It was noted that the patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device stopped working about a month after it was implanted. The device was defective. The patient did not know the reason it stopped working. Reprogramming was attempted but was unsuccessful. The patient had their entire system replaced at the end of (B)(6) 2014. The replacement was around (B)(6).

Event description:
Additional information received reported that the patient did get reprogrammed and they didn¿t get better coverage. It was noted that the patient was feeling it in strange places.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was replaced because the stimulator was not placed correctly and was not helping the patient.

Manufacturer narrative:
(B)(4)

Event description:
Additional review indicated that the implant on (B)(6) 2013 and the "defective" product referred to a different device. See MFR. Report #3007566237-2013-02904 regarding the patient's previous device. It was unclear if the hospitalization and planned device replacement only referred to the different device or if they also referred to this device. Additional information received reported that the patient was implanted on (B)(6) 2013. It was unclear when the patient's device was implanted, as it was also reported that the device was implanted on (B)(6) 2013. It was noted that the patient was told by his doctor to schedule an appointment to have stimulation reprogrammed. It was reported that the patient's pain had spread and the device needed to be reprogrammed, which the patient noticed in the past two weeks. It was reported that the patient had no falls or trauma and it was the "same pain" that had spread. It was later reported that the patient was still having concerns with his device or therapy but was working with his doctor or manufacturer representative. It was later reported that stimulation was not operating correctly and the patient was having '"severe problems because he was supposed to have simulation in his left arm but it was instead going down is back and legs. It was noted that the patient needed reprogramming. It was later reported that during the course of the month after the patient was implanted "when everything started to heal," the stimulation sensation shifted to a different part of his body and the therapy stopped working. It was noted that the sensation shifted from the patient's arm to his back and the back of his legs, the patient contacted his healthcare professional (hcp) and the hcp's response was to allow for more healing. It was reported that the patient waited and "realized that was not the case. The reporter stated that the patient had a shocking and jolting sensation. It was reported that the patient didn't think there was anything wrong with the unit itself and he thought the problem may be a combination of reprogramming and checking the lead positioning. It was noted that the patient had reflex sympathetic dystrophy and left elbow replacement. It was reported that the patient was considering having the system explanted. It was later reported that a manufacturer representative was coordinating a reprogramming session.